Manufacturer narrative:
Submit date: 07/13/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 07/01/2016 that a customer had an issue with a dialysis catheter. The customer reports that the transparent ring set on the white part of the catheter detached and slide along the catheter and allowed the catheter to come out of the right jugular. The catheter was applied on (B)(6) 2016. Important bleeding of the jugular was noticed. Medical intervention required: vein compression and suture. The physicians decided to stop the dialysis.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow a confirmed root cause for the event. The suture wing assembly manufacturing process of the product mahurkar kit 13.5frx16cm ce was reviewed and an inspection of the 100 % verification that the suture wing east was well placed was conducted and there was no separation from the catheter. As part of this complaint investigation, the defect reported was replicated by manually applying an increasing force to the suture wing until this was detached. The available information and evidence provided does not allow relating this event to the manufacturing operations. The customer reported that the patient passed and confirmed that there is definitely no link between the use of the device and the patient's death. Photos or samples were not provided. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/09/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A visual inspection was performed and it revealed that the suture wing was received detached from the catheter. The suture wing or catheter did not present signs of damage. A possible root cause can be due to excessive force applied on the suture wing area causing the wing detachment. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.